Event description:
It was reported that the pump was alarming nd clamp tubing. I instructed the patient to stop and restart the pump. The pump continued to alarm. I then had the patient clamp the tubing and unlock the cassette. No air in the line. I then had the patient reattach the cassette and restart the pump. The pump continued to alarm. I then had the patient turn the pump off and go into his scheduled appointment. Appointment at 10:00. No additional information available.